Event description:
It was reported that the insulin pump alarmed button error during the bolus procedure. The blood glucose reading was 139 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or frozen display were noted. The insulin pump was received with a cracked case at display window corners, minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.